Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Device received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rail. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that they were experienced high blood glucose. The blood glucose value was over 400 mg /dl and it was occurring after every sensor changed. Customer also stated belt clip rail on the left hand side was broken. Customer declined for troubleshooting for high blood glucose. The insulin pump will be returned for analysis.